Manufacturer narrative:
Carefusion file identification number (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component evaluation.

Event description:
The customer reported while using the vela ventilator, the touch screen was inoperable, and the customer was unable to calibrate on initial set up. The customer sent a warranty claim to replace the suspected part. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Device evaluation: failure analysis: received vela front panel assembly, diamond w/co2, installed in a known good unit. Inspected and found ¿liquid ingress¿ and powered up unit and duplicated ¿the touch screen of this unit is inoperative. We are not able to do any calibration. Additional findings: liquid ingress on the touch screen. Findings/root-cause: the original reported complaint was duplicated and the liquid ingress was corrected by an internal investigation.